Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed testing and system verification. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were trying to start a procedure and arm 2 had resistance and rotated by itself. The customer informed that arm 2 looked to be in a different position than the other arms. The tse had the customer try to rotate the arm using the patient clearance button and also the setup joint clutch. The customer rotated the arm several ways, but when they would sterile stow it would move back to the incorrect position. The customer decided to continue with the procedure using arm 2 with the camera installed in a different position. The customer later called to report that they were able to stow the arms normally and the arms appeared to be working normally. The tse had the customer power cycle the system and deploy for draping. The arms moved normally to where they should. The customer did not have spare sterile adapters to test the arms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon stated that the issue occurred after port placement. The patient side cart was deployed for docking, and arm 2 turned to the left. The endoscope was not in use at this time. The issue was resolved after several attempts to stow and deploy and rotate the arm with the surgeon manually orienting the arm for endoscope placement. There was no injury to the patient.